Manufacturer narrative:
The initial MDR 1226181-2015-00692 was filed on december 09, 2015. Additional information (12/11/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data, which did not show issues with the instrument or reagent. The customer did not follow the tube manufacturer's recommendations for centrifugation. The cause of the discordant, falsely elevated ltni result one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls were within acceptable ranges. Upon the ccc specialist's instructions, the customer bleached the reagent probe 1 (r1) drain and the issue resolved. The customer did not obtain additional discordant results after performing troubleshooting. The cause of the discordant, falsely elevated ltni result one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). After troubleshooting, the sample was repeated three times on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.